Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy when turning their head. High impedances were also noted. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The allegation of high impedance was not confirmed. Microscopic and z-ray inspection did not reveal any broken wires. Setscrew marks were seen on the terminal block electrode at the terminal end. A broken lumen was found under x-ray inspection. The cause of the high impedance is unknown.